Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system was mixing pt images. There is no report of pt injury or death.